Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm had a leak. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient was admitted to our hospital for treatment of cardiac insufficiency, and on (B)(6) the IV needle was used for infusion, and in the middle of the 5-minute infusion the nursing staff noticed that there was a leak at the interface of the needle. At the first time, a new IV needle was replaced, and the above situation did not occur.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
1. DHR/bhr review (lot#: 3135074): 1) this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at cfs package line in june 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45 psi leakage test is carried out on the retained sample of this batch, and no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, the root cause of the leakage at the interface cannot be determined. H3 other text: 1.

Event description:
No additional information provided.